Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. Therefore, the reported allegation of metal tip rupture could not be confirmed. However, the instructions for use (IFU) were reviewed. The IFU state: do not bury the tip in tissue. Do not retract or probe tissue with the device. It is likely that the fiber overheated when it was buried in tissue, causing the alleged metal tip rupture.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, after using 10358 joules, and 2 minutes and 8 seconds of fiber use, there was a metal tip rupture. The procedure was completed using another fiber. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection did not find visible defects on the fiber body. The hene (helium-neon) functional test found no breaks along the fiber length. The fiber passed the functional test for the connector function. The fiber data card was reviewed; it indicated that the fiber was not expired, was recognized and was not fired. However, upon microscope inspection it was identified that the glass tip was detached and it was not returned. The instruction for use (IFU) was reviewed. The IFU states: to avoid greenlight fiber damage or breakage: do not bend at sharp angles. In the unlikely event of a detached tip, it may be visually located through an appropriate scope and removed using forceps. Device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. It is likely that the glass tip became detached while removing the fiber from its packaging or while advancing the fiber into the scope. Please note that the returned fiber is not manufactured with a metal tip. The tip of the fiber has glass components only. Therefore, the reported metal tip rapture was not confirmed.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, after using 10358 joules, and 2 minutes and 8 seconds of fiber use, there was a metal tip rupture. The procedure was completed using another fiber. There were no patient complications reported.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, after using 10358 joules, and 2 minutes and 8 seconds of fiber use, there was a metal tip rupture. The procedure was completed using another fiber. There were no patient complications reported.